Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blood glucose issues. The customer's blood glucose was 46mg/dl at time of incident then 350mg/dl. Customer stated she kept checking her blood glucose and then would eat something but her insulin pump never suspended. Trouble shooting was performed and found the insulin pump was in auto mode last night and in the middle of the night the customer turned it off when she realized. Customer declined to trouble shoot for the high and low blood glucose. Assisted in placing the device in manual mode. The insulin pump will not be returned for analysis.